Manufacturer narrative:
Manufacturer's investigation conclusion: it was originally reported that the patient¿s pump stopped. However, further information communicated by the account revealed that there was no pump stop; only a red battery alarm was observed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that there was no pump stop; only a red battery alarm was observed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient's pump actually stopped from an outside hospital. Multiple low voltage alarms were noted, but no external power or actual pump stop. Log file captured a few low power advisories due to battery depletion all throughout the log. The patient was waiting too long or waiting for the advisory alarms to replace the battery. Some of the low power advisories developed to low power hazard. In addition, there were some power cables disconnect and no external power during power change. There was no pump interruption during these events as emergency backup battery (ebb) functions intended. The patients seemed struggling during power source changes.